Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead failed to capture due to high capture threshold. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece measuring 58.0 cm. X-ray examination showed that the inner coil at the connector region was over-torqued and some filars of the lead were broken consistent with procedural damage. Electrical testing found conductor shorts at the connector region of the lead due to the over-torqued inner coil. The cause of the reported event was due to the over-torqued inner coil at the connector region of the lead which consistent with procedural damage.